Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that surgeon noticed these marks on the anterior optic of the iol. He felt as though there was a coating on the iol and the coating came off while he was rotating the iol with the bi-manual irrigation and aspiration handpieces. He applied the same technique of rotating the iol with the bi-manual I/a on other iols on the same day and the marks on the iol optic were not observed. He was also present during the surgery and could confirm that these markings were only visible on the lens and not caused by forceps during iol lens loading. Lens remain implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided showing an implanted iol. Marks/lines are visible over the optic. The exact location of the observed lines/marks cannot be confirmed. Based on our observation of the attached photo, marks are visible over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).